Event description:
It was reported that no urine output was flowing through the foley catheter. The user stated that they were unable to flush through the catheter and ultrasound of the bladder showed around 300ml of urine. The catheter was removed, and the inner catheter was noted to be stiff.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Based on evaluation, it was observed that the sample was cut from drainage funnel until tip of catheter and there was no salt accumulation at balloon area. Evaluation found no blockage observed in drainage lumen as water was able to be introduced through the drainage funnel and came out from drainage eye without difficulty. A potential root cause for this failure could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.¿ h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine output was flowing through the foley catheter. User stated that they were unable to flush through the catheter and ultrasound of the bladder showed around 300ml of urine. The catheter was removed and the inner catheter was noted to be stiff.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Based on evaluation, it was observed that the sample was cut from drainage funnel until tip of catheter and there was no salt accumulation at balloon area. Evaluation found no blockage observed in drainage lumen as water was able to be introduced through the drainage funnel and came out from drainage eye without difficulty. A potential root cause for this failure could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." Correction: g,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no urine output was flowing through the foley catheter. The user stated that they were unable to flush through the catheter and ultrasound of the bladder showed around 300ml of urine. The catheter was removed, and the inner catheter was noted to be stiff.